Event description:
Reportedly, the pacemaker battery impedance was at 1.25 kohms after the implantation on (B)(6) 2019. On (B)(6) 2019, the subject pacemaker was interrogated and regular parameters were observed (battery impedance at 0.17 kohms). Preliminary analysis did not reveal any issue with the subject device.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the pacemaker battery impedance was at 1.25 kohms after the implantation on (B)(6) 2019. On (B)(6) 2019, the subject pacemaker was interrogated and regular parameters were observed (battery impedance at 0.17 kohms). Preliminary analysis did not reveal any issue with the subject device.